Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported phenomenon could not be determined. However, it is possible that an image was not temporarily displayed because water entered from the cracks on the video connector, resulted in communication failure. The event can be detected/prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A third party evaluated the device and confirmed the reported image. In addition, a cracked and leaking video connector was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head blacks out after a while with no image. The issue was found during preparation before use inspection in a therapeutic laparoscopic procedure. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.